Manufacturer narrative:
Per tandem¿s t:slim x2 g6 user guide: ¿do not remove or add insulin from a filled cartridge after loading onto the pump.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. There was no impact to customer¿s blood glucose. Prior to troubleshooting with tandem technical support, the customer had reverted to manual injections and an alternate insulin pump for insulin therapy. Reportedly, customer re-loaded previously used cartridges with insulin. Tandem technical support educated customer regarding cartridge/insulin labeling. Reportedly, the pump supplies were changed to address the issue.